Event description:
As reported, during a retrograde intrarenal surgery (rirs) procedure of the left kidney, an 'ngage nitinol stone extractor' was inserted into the kidney to extract a 9mm stone, it was then noted that the basket was unable to open fully patient identifier (B)(6).(the user removed the device and attempted to use an 'ncircle tipless stone extractor' but it was noted that the basket was also unable to open fully patient identifier (B)(6). The devices were not tested prior to use. No stones were able to be removed with either device prior to the device issues. The user switched to another 'ngage nitinol stone extractor' to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- (B)(6). G4- PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Correction: h6 (annex g) investigation ¿ evaluation as reported, during a retrograde intrarenal surgery (rirs) procedure of the left kidney, an 'ngage nitinol stone extractor' was inserted into the kidney to extract a 9mm stone, it was then noted that the basket was unable to open fully (patient identifier (B)(6). The user removed the device and attempted to use an 'ncircle tipless stone extractor' but it was noted that the basket was also unable to open fully (patient identifier (B)(6). The devices were not tested prior to use. No stones were able to be removed with either device prior to the device issues. The user switched to another 'ngage nitinol stone extractor' to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device returned in original pouch with shipping tray. The returned device was found to be nonfunctional due to sheath damage. The yellow support sheath was separated, preventing the basket from functioning. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and concluded that there were no relevant nonconformances related to this incident. A database search revealed no other complaints had been reported from the complaint device lot. Because there were no related non-conformances, adequate inspection activities had been established, there was objective evidence that the DHR was fully executed, and no other lot related complaints had been received from the field, it was concluded that there was no evidence that nonconforming product exists in house or in field. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.